Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump had a cracked reservoir tube.

Event description:
The customer stated she was hospitalized for high blood glucose levels. The blood glucose levels were not reported. Troubleshooting was performed and the insulin pump passed the prime test. The insulin pump was also programmed correctly. The customer also mentioned that the insulin pump had a crack in the reservoir compartment.